Event description:
The customer reported s aureus isolate penicillin mic sensitive and beta lactamase (bl) negative results on the pos breakpoint combo 23 panel. Cefinase, an alternate test method used to determine beta lactamase sensitivity, was positive for the clinical isolate. The results were not sent to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Evaluation - routine monitoring of complaint history and performance trends to ensure performance is within claims. Another test performed by the hospital provided different results indicating the microscan product malfunctioned. Conclusions; product is within performance claims. The cause of the discrepant results is unknown.